Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. G5: PMA/510(k)#: one additional code applies; k230855. Investigation summary: "material #: 367983. Lot/batch #: 3311820. Bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for collapsed tubes were observed. Additionally, thirty (30) retention samples from bd inventory were evaluated by visual examination and the issue of collapsed tubes were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of collapsed tubes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that before using bd vacutainer® sst¿ blood collection tubes, customer noticed two tubes were deformed. No patient impact reported.